Event description:
A surgeon reported that during an intraocular lens (iol) implant surgery, it was noted that both haptics were stuck to the optic. He reported he had to cut the lens to release the haptics. He indicated that this event has occurred in four cases. Additional info was received from the nurse who reported the surgery was prolonged for approximately forty minutes. The lens remains implanted and no pt harm occurred. There are four medical device reports associated with this event. This report is for the second case.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the lens met release criteria. Unable to review lot and batch records for the cartridge because the facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause for the reported complaint could not be determined. There has been one other complaint reported in the lot number. Additional info has been requested. (B)(4).